Event description:
It was reported that an ilet user experienced persistent hyperglycemia following a meal, with sensor readings initially high and trending upward to 400 mg/dl, later decreasing to the 300s, despite meal announcements and a recent pump supply change with tubing primed and drops observed. Symptoms included frequent urination. Outcomes included no reported hospitalization or medical intervention beyond at-home management. Investigation included a customer care review of alarms, confirmation of priming steps, guidance to perform another supply change, and education to check for ketones. Investigation of this case revealed no device alarms other than high glucose and no confirmed infusion set or occlusion issue, and the cause of hyperglycemia remained undetermined. It was concluded that the event was consistent with hyperglycemia of unclear cause, with no evidence of device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.